Event description:
Paramedics responded to a person in cardiac arrest. The patient's ECG was diagnosed as in ventricular fibrillation and the device charged. According to the rptr, when the device's discharge buttons were pressed, it would not transfer energy. The rptr based this opinion on not seeing the patient "jerk" or hearing the device "thump" when the discharge buttons were pressed. The patient's ECG deteriorated to asystole and external pacing was initiated but the rptr stated the device would not pace the pt because the pacing function would turn off by itself before the pacing current could be set. The patient was transported to the hospital but was not resuscitated. The rptr stated the patient's death was not the result of the alleged malfunction because the pt was not viable.